Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed during the handswitch evaluation. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during product testing at the user facility the remb handswitch ran uncommanded. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during product testing at the user facility the remb handswitch ran uncommanded. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.